Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel closure of a right and left femoral vessel using the pre-close technique prior to an iliac aneurysm intervention. Reportedly, two proglide did not work in step 3 [removing the plunger] in the right femoral vessel. The sutures of two new proglide devices were successfully pre-placed in the right access site. Two proglide devices were placed in the left femoral vessel. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the right femoral. In the left femoral vessel, two proglide sutures did not work as the sutures were externalized. Two other proglide sutures were deployed yet did not achieve hemostasis in the left. Surgical intervention achieved hemostasis in the left femoral vessel. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.